Event description:
It was reported that during an af ablation procedure, the device showed an irrigation defect. The physician had to use a pressure bag. The physician opinion regarding this issue was the inner lumen of the device to be too reduced. Additional information was requested, but no response has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that during an af ablation procedure, the device showed an irrigation defect. The physician had to use a pressure bag. The physician opinion regarding this issue was the inner lumen of the device to be too reduced the returned device was visually inspected upon receipt and it was found in normal conditions. The vessel dilator was not returned. Per the event, the inner diameter of the sheath introducer was measured and sheath was within specifications. Furthermore, an irrigation test was performed with a lab vessel dilator sample and the device passed, no occlusion was observed. No resistance was encountered when the vessel dilator was introduced. In addition, a shape master test was carried out and sheath was found within tolerances the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.